Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the backlight was not working due to a connector on the main printed circuit board (pcb). It was also noted that the customer's comments regarding output connector assembly being broken were confirmed. A capacitor on the main pcb was broken. The upper and lower cases were broken. The display wire insulation was pinched but wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was received into service for repair subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.